Event description:
It was reported that increased threshold and decreased sensing were observed. The patient complained of dizziness. It was suspected it may not be related to the device. The physician will continue to monitor the patient.

Event description:
Additional information received indicated that the lead was capped and replaced on (B)(6) 2016.

Event description:
Additional information received indicated that the patient was stable post procedure.